Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One quadripolar, uni-directional, curve f, flexibility ablation catheter was received for evaluation. Electrode 1 and the thermocouple read as open circuits. The catheter shaft was fractured between electrode ring 2 and electrode ring 3. Further investigation revealed that the conductor wire 1 and the thermocouple wires were fractured at the same location as the fractured shaft, consistent with the open circuits detected and the reported rf delivery issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the fractured shaft and fractured wires remains unknown.